Manufacturer narrative:
Evaluation summary: manufacturing or material faults were not found. Appearance of thread flanks and texture of surfaces with clear traces of cross-threading indicate the set screw having been inserted under significant misalignment by immense force. Evaluation revealed evidence that the event is not linked to a deficiency of the devices but is rather related to use error.

Event description:
The surgeon, reported to the sales rep, that "when placing the gamma nail, when the surgeon wanted to put the set screw in place, he was unable to fully set this screw. He had to remove the nail and the lag screw, and he had to place another nail. There was no other 130° nail available in this hospital, so he had to put a 125° nail. The surgeon said this was sub optimal."

Event description:
The surgeon, reported to the sales rep, that "when placing the gamma nail, when the surgeon wanted to put the set screw in place, he was unable to fully set this screw. He had to remove the nail and the lag screw, and he had to place another nail. There was no other 130° nail available in this hospital, so he had to put a 125° nail. The surgeon said this was sub optimal."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.